Manufacturer narrative:
Patient's age and weight are unknown.

Event description:
Per complaint (B)(4) implant failed to integrate. Patient experienced no injury.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).